Event description:
A pre-operation session report was received which showed low output current.

Event description:
Product analysis for the patient's generator was completed. Product analysis showed evidence of an intermittent stuck closed reed switch. Aside from the inconsistent behavior of the reed switch no other functional anomalies were seen. No additional relevant information has been received to date.

Event description:
Internal data from the generator was received and reviewed.

Event description:
The patient's explanted generator was received into pa. Product analysis is ongoing. No additional relevant information has been received to date.

Event description:
It was reported that the patient had a seizure leading her to fall and break her neck. Upon interrogating the patient's device, the physician received multiple errors and was not able to reprogram the device, so the patient was referred for surgery. The errors received remain unknown at this time. Additional information received noting the patient underwent a prophylactic generator replacement. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.